Event description:
It was reported to philips that the system was not boot up properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use at the time of the event and the diagnostic procedure was completed as planned by using another system. It was reported that the system does not boot up properly. Upon further inspection, philips field service engineer (fse) was not able to confirm the issue because onsite visit was cancelled due to customer fixed the problem by themselves and the system is operational as intended. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evalution method code was corrected.